Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer the adapter broke off the tube. Nothing happened to the pediatric patient as he was disconnected, so there was no blood loss and no leaking chemo. Patient had to be stung again (re-accessed). No other information was provided. Additional information received: the needle was placed on (B)(6) 2024 and the incident happened on (B)(6) 2024. Meothrexate ran over it, but nacl has been running over it for at least 36 hours.

Event description:
It was reported by the customer the adapter broke off the tube. Nothing happened to the pediatric patient as he was disconnected, so there was no blood loss and no leaking chemo. Patient had to be stung again (re-accessed). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.